Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice device. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected. The technical service representative assisted the caregiver in ending the therapy and setting up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.